Event description:
The customer reported that during a thrombolysis procedure, the catheter kinked inside the introducer sheath making it impossible to insert the occlusion wire. Furthermore, the occlusion wire was damaged when the physician tried to insert the wire through the catheter. The physician attempted to insert a second wire through the same catheter which resulted in the same damage to the second wire. No harm or injury was reported.

Manufacturer narrative:
The evaluation has not been completed. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.